Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that at the end of the implant procedure an interrogation of the device indicated severe noise on the right ventricular (rv) channel with inability to measure. The device was disconnected and the rv was checked via the analyzer and showed appropriate sensing measurements. A grommet/setscrew issue on the device header was suspected. The device was not implanted and another device was used. No patient complications have been reported as a result of this event.